Event description:
Cancer [cancer]. She is in pain [pain]. Case narrative: initial information received on 01-may-2025 regarding a solicited valid serious case received from the patient, in the scope of patient support program "(B)(4)". The case is cross linked to the case (B)(4) (multiple device suspect used for the same patient; right knee) and (B)(4) (duplicate). Study title: sanofi patient connection. This case involves a 48-year-old female patient who had cancer and was in pain, after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection in the left knee (strength: 48 mg/6ml) at a dose of 48 units q6m (every 6 months) via route intra-articular for bilateral primary osteoarthritis of the knee. Patient reported she had cancer (neoplasm malignant) (with unknown onset, latency, batch and expiry date). Upon follow up patient mentioned that she was in pain (onset date and latency: unknown) (unknown batch and expiry date). No additional information was available at the time of the report. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for both events. Corrective treatment: not reported for both events. Outcome: unknown for both events. Reporter causality: not reported for both events. Company causality: not reportable for both events. Seriousness criteria: medically significant for neoplasm malignant. A product technical complaint (ptc) was initiated on 01-may-2025 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on 19-may-2025 with summarized conclusion as no assessment possible. Additional information was received on 19-may-2025 from quality department: ptc information and details were added. Text was amended. Additional information was received on 03-jun-2025 from patient: new event pain was added. Dose was added. Text was amended. Upon internal review on 05-jun-2025 the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4). Hence, all the information from the case (B)(4) (to be deleted) has been added in case ID (B)(4). Related case ID was added. Suspect was recoded to inactivate the EU/ca form since the events are not reportable. Dosing details were added. Device site was added as left knee. Clinical course was updated and text amended accordingly.

Event description:
Cancer [cancer]. Case narrative: initial information received on 01-may-2025 regarding a solicited valid serious case received from the patient, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case involves a 48 years old female patient who had cancer after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48 mg/6ml) at a dose of 1 dosage form (df) intra-articularly for bilateral primary osteoarthritis of knee. Patient reported she had cancer (neoplasm malignant) (with unknown onset, latency, batch and expiry date). No additional information was available at the time of the report. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: not reported for the event cancer. At time of reporting, the outcome was unknown for the event cancer. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant. A product technical complaint (ptc) was initiated on 01-may-2025 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) is required. The final investigation was completed on 19-may-2025 with summarized conclusion as no assessment possible. Additional information was received on 19-may-2025 from quality department: ptc information and details were added. Text was amended.

Event description:
Cancer [cancer]. She is in pain [pain]. Case narrative: initial information received on (B)(6) 2025 regarding a solicited valid serious case received from the patient, in the scope of patient support program "(B)(6)". Study title: sanofi patient connection. This case involves a 48-year-old female patient who had cancer and she was in pain after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection in the left knee (strength: 48 mg/6ml) at a dose of 48mg (frequency: unknown) intra-particularly for bilateral primary osteoarthritis of knee. Patient reported she had cancer (neoplasm malignant) (with unknown onset, latency, batch and expiry date). Patient mentioned she was in pain (onset date and latency: unknown) (unknown batch and expiry date). Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for both events corrective treatment: not reported for neoplasm malignant and pain. At time of reporting, the outcome was unknown for the event neoplasm malignant and pain. Reporter causality: not reported for neoplasm malignant, related for pain. Company causality: not reportable for both events. Seriousness criteria: medically significant for neoplasm malignant. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 19-may-2025 from quality department: ptc information and details were added. Text was amended. Additional information was received on 03-jun-2025 from patient: new event pain was added. Dose was added. Text was amended.